Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date unknown as lot # is unknown. Summary of investigational findings: no image provided and no product returned and no conclusion can be drawn based on the incomplete information provided concerning the reported difficult advancement of the introducer sheath. However, patient's anatomy may have been a contributing factor since reported that "small vessels and scoliosis which caused the ivc to be severely bent causing the difficulty to maneuver and advance." No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "the physician was having problems. He used a gunther....removed it, then a celect....removed it, then another gunther." Updated information received 10oct2016: "the tech only noted that there was difficulty with advancement. The physician confirmed that the patient's anatomy was small vessels and had scoliosis which caused the ivc to be severely bent causing the difficulty to maneuver and advance. The physician confirmed there was no issue with the product however with maneuvering through patient anatomy." Patient outcome: unknown as information was not provided.